Manufacturer narrative:
Device was not implanted/explanted. (B)(6). (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: october 13, 2015. Expiry date: october 01, 2025. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that when the doctor inserted the proximal femoral nail anti-rotation-ii (pfna-ii) blade, the impactor was detached from blade before the blade was fully locked. It is believed that correct technique was used. Step of locking the pfna-ii blade was also tried outside the patient's femur and it failed as well. The same impactor was used to insert a new blade and that blade fully locked. The surgery was prolonged about thirty (30) minutes; it was also noted that the patient's osteoporotic femoral head became worse due to the removal of one blade and insertion of another. This is report 1 of 2 for com-(B)(4).

Manufacturer narrative:
Product investigation summary: only the pfna-ii blade l90 tan with part number 04.027.053s / lot 9671788 was received for investigation. The device was received in an unlocked position. The locking screw screwed into the sleeve body too far, which makes the use of the inserting instrument impossible. The device shows abraded color and striations on both flanks of the body sleeve. Two of the four helix blades show damage at theirs run-ins. The inner sleeve has marks of an unknown instrument possibly caused from forceps. All these damages clearly were caused post-manufacturing as the anodized color on all damages was abraded. Once removed, and the locking screw in the correct position, the device successfully passed the performed functional tests. Nevertheless, the present damages are visible. The review of the manufacturing documents showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Lot 9671788 was manufactured in october, 2015 in a (B)(4). The exact root cause for this complaint could not be determined; however, it is likely that the cause of failure is not due to any manufacturing non-conformances. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.